Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, preoperatively, the cuff had a physical damage. The customer reported that there was some bending damages on the cuff tubing as well. It was reported that there was no patient involvement.

Manufacturer narrative:
Additional information: evaluation summary: a formal investigation was not open since the customer states that ¿the cuff had a physical damage and that there was some bending damages on the cuff tubing as well¿ but the product reported corresponds to a cuff less product, therefore the manufacturing controls cannot be reviewed for the failure mode reported since there is not enough information to identify the failure mode, three samples of inner cannula size 6 were received for evaluation, two of them are fenestrated green connector and one is an inner cannula with integral 15mm twist lock connector (white) and all samples present damage which would have been detected immediately in the manufacturing process since that defect is extremely obvious. If information is provided in the future, a supplemental report will be issued.